Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Buried bumper is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified amount of time, the patient experienced buried bumper syndrome, hardness around stoma and the peg tube could not be mobilized. On (B)(6) 2018, an endoscopy will be performed.

Event description:
On (B)(6) 2018, the patient was discharged. On (B)(6) 2018, the patient went to the hospital due to surgical wound infection (buried bumper syndrome previously reported). After intervention, she had not been prescribed any antibiotic therapy, but now she was prescribed augmentine and daily wound cares. The stoma looked really well and the patient was more stable and cheerful; now they move tubes every day.

Manufacturer narrative:
(B)(4).